Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Implant date estimated to be in 2021. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. There were no patient consequences.